Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the physician's hand held computer receives an error message indicating "main battery low, device will shut down in 10 seconds." The hand held is left plugged in when not in use. Good faith attempts to obtain the prod have been unsuccessful to date.